Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
An allegation from an attorney indicated the patient is deceased.